Event description:
Customer reported that the button on the bottom of the insulin pump was sticking. It was noted that customer pressed the button and insulin squirted out. The drive support cap was noted to be protruded. Customer also mentioned that at one point moisture had gotten into the insulin pump. Customer's blood glucose readings at the time of the call were 106 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.